Manufacturer narrative:
Following receipt of this complaint, attempts were made to obtain additional details about the event and status of the patient. The hardware device and disposable set have been received. The investigation is not yet complete. A follow-up report with all additional relevant information will be submitted upon completion of the investigation.

Event description:
It was reported that during a trauma case, the disposable set became deformed due to excessive heat after infusing approximately 40 units of blood into the patient.